Event description:
The reporter stated the surgeon implanted a aa4203tl silicone single piece lens with toric optic on (B)(6) 2013. The lens was explanted on (B)(6) 2013 because the patient could not handle the lens. The surgeon removed the lens with no patient injury. The surgeon stated the lens was defective, that the lens was warped and caused the patient to have dysphotopsia, double images and halos at night. The surgeon chose to implant a standard non-toric lens.

Manufacturer narrative:
Evaluation codes: method: lens work order search. Results: visual inspection of the returned product found the lens torn down the middle of both plate haptics and optic. Piece of plate haptic is torn off and missing. There was evidence of clear surgical residue. A lens work order search was performed and no similar complaint was found within the same work order. Conclusions: based on the complaint history, lens work order search and the evaluation of the returned product, a specific root cause of this event could not be determined.

Manufacturer narrative:
Evaluation results: review of the device history report for the work order found no issues related to the manufacturing process and no similar complaints were found within the work order, it is unlikely that the lens was damaged during manufacturing, packaging or shipping. Based on the above investigation, the most probable root cause of this complaint cannot be determined. Conclusions: (no conclusion can be drawn) - based on the complaint history, lens work order search, device history review and the evaluation of the returned product, a specific root cause of this event could not be determined.

Manufacturer narrative:
Medical review: reportedly silicone single-piece iol with toric optic was explanted/exchanged for a standard non-toric lens, almost six weeks postoperatively, to address patient`s subjective visual disturbances (dysphotopsia, double images, and halos at night). According to the surgeon, the most likely cause of the event was "defective, warped" lens. No defect was reported before or during the original surgery. No information about patient pre-op history and the status of the fellow eye was provided. Even though, the surgeon attributed the reported event to the device it is known that misplacement of the lens during implantation could have caused the reported issue. The dfu instructs physicians: note, "the cylindrical power of these lenses at the corneal plane for a 2.0 diopter toric iol is approximately 1.4 diopters and is approximately 2.3 diopters for the 3.5 diopter toric iol. Deviation from planned alignment will reduce the effectiveness of this iol to varying degrees. At approximately 30° of misalignment, no cylinder reduction occurs. This value may be as high as 40° in planned under corrections. Greater than 30° - 40° misalignment will increase postoperative refractive cylinder. Misalignments may also result in a shift in the axis of refractive cylinder. Precautions 1. The potential for the iol to rotate causing misalignments that will reduce the effectiveness of the toric iol may be greater in larger-than-average eyes." Given the information that non-toric lens was implanted as a replacement it is very likely that the patient was not a good candidate for this lens. The reassessment will be performed if additional information is received. Conclusions - 67 (no conclusion can be drawn): based on the complaint history, lens work order search, device history review, medical review and the evaluation of the returned product, a specific root cause of this event could not be determined.